Event description:
It was reported that this implantable pacemaker exhibited noise and oversensing on the right ventricular and right atrial channels. Additionally, low out of range pacing impedance measurements were observed on the right atrial channel and impedance issues on the right ventricular channel. Lead fracture is suspected. It was mentioned that the therapy on the atrial channel was turned off. The patient will continue to be monitored, and a lead replacement procedure was scheduled for the future. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.